Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low and high blood glucose levels. The customer's blood glucose level at the time of incident was 101mg/dl. The customer states their levels have fluctuated from as high as 238mg/dl to as low as 41mg/dl. The customer treated the low with food and juice. The customer declined to troubleshoot for the high levels. The customer was assisted with uploading the pump. The customer was advised to call back if issues persist.